Manufacturer narrative:
Gehc's investigation has completed. The logiq e battery could not be returned to gehcâs design team for in-depth analysis, and there was no third-party laboratory available within country to perform an investigation of the actual device. Therefore, gehcâs investigation involved collecting information from the customer and the local gehc service representative, and an evaluation of the design, manufacturing and post-market data available for this device and model of battery. The investigation concluded that the most probable root cause is related to failure in the lithium ion cell which caused the battery to fail and led to thermal burning. Additionally, neither manufacture of the battery, shelf-life or design contributed to the root cause, and the trend data analysis does not indicate the need for further analysis or actions. The damaged device was taken out of service. No further actions will be taken at this time.

Manufacturer narrative:
No report of patient involvement. UDI: not applicable. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). A gehc service representative evaluated the equipment/event, and gehc's investigation is ongoing.

Event description:
A customer reported a battery powered ultrasound system, the logiq e, was operating when they smelled smoke and suddenly the system started to burn from the battery side (underside). The customer tried to disconnect the battery but it was impossible, so a fire extinguisher was used to extinguish the fire.